Event description:
A report was received that a patient underwent a revision due to having charging difficulties. The charger would not couple to the ipg as the ipg is at a slant against the skin. The physician elected to revise the patient. The patient's ipg was moved to a more medial position. The patient is reportedly doing well following the procedure.